Event description:
The ipsilateral limb did not achieve seal. Aneurrx extender placed in right limb, leak resolved. Very high jacket retraction was also encountered. The case was completed successfully.